Event description:
It was reported that stimulation felt good and was helpful while standing or lying straight. It was noted that the patient got an overstimulation sensation on the left side when he was sitting. It was further noted that it felt like stimulation was going berserk. It was also noted that stimulation did not reach pain areas when he would sit. It was noted that as the patient rolls side to side in bed he got significant stimulation changes. It was noted ¿p1=right side=2.4v, p2=left side=1.3v.¿ it was further noted that the device was implanted 3 weeks ago and turned on last week. It was noted that the patient had another appointment in august for next follow up. It was noted that movement caused stimulation changes. Additional information reported that patients leads had moved lower, and that the stimulation was not covering their area of pain. It was noted that the leads had moved ½ inch lower. Impedance testing, x-rays and reprogramming were performed. A revision was performed to relocate the leads higher. Patients healthcare provider determined the cause of the issue was that the ¿leads were higher than trial lead.¿ patient status at time of report was noted to be alive, with no injury. It was also reported that the patient had been receiving less than 50% therapy relief. It was also reported that patient had stated that ¿o e of leads were pinching.¿ it was noted that the physician thought the lead may have been shallow.

Manufacturer narrative:
Product event summary: reviewed and confirmed. / updated rfr, hazard, and conclusion: a good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because patient reported stimulation changes with position and overstimulation but follow up attempts were unanswered so event outcome is unknown at this time. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend pain. Reviewed for escalation to "ncet" and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the ins is inconclusive because of insufficient event information. Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746 , serial # (B)(4), product type programmer, patient; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).